Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was released at 0 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) was noted and a balloon aortic valvuloplasty (bav) was performed. The balloon was not fully deflated and rapid pacing was stopped. The balloon dislodged the valve upward into the sinuses. A second transcatheter bioprosthetic valve was implanted through the first in proper placement. No adverse patient effects were reported.